Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka utilizing rosa instrumentation the tibia was over resected both medially and laterally 4mm. Calipers were used to verify that excessive bone removal had occurred. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a tka utilizing rosa instrumentation the tibia was over resected both medially and laterally 4mm. Calipers were used to verify that excessive bone removal had occurred. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet (B)(4). This final report is being submitted to relay additional and/or corrected information. Sections b4, g3, g6, h2, and h10 were updated. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable.